Manufacturer narrative:
The device was received fully deployed with the slide insert in its expected location. No damages or defects were found with the needle mechanism that would cause the cannula to retract. No problems were found regarding the needle mechanism failure.

Event description:
It was reported by the patient that the cannula retracted, indicating a needle mechanism failure. The patient noted that the pink slide moved forward and the cannula inserted into the skin but upon pod removal the cannula was not visible. The patient's blood glucose reached over 13.9 mmol/l (250 mg/dl) while wearing the pod between 5 and 24 hours. The pod was reportedly removed. As treatment, the patient is using insulin pens as a backup method.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.